Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on the built-in meter and provided the following examples: sensor: ¿hi¿ (a reading greater than 500 mg/dl) vs meter: 450 mg/dl, sensor: 383 mg/dl vs meter: 176 mg/dl, sensor: 330 mg/dl vs meter: 150 mg/dl and sensor: 300 mg/dl vs meter: 124 mg/dl. Customer further reported that on february 16, 2018, after receiving high readings, he began to experience unspecified symptoms of ¿hypoglycemia¿ so his family member treated him with glucosprint orally. No additional treatment was required. It is unknown when the reported readings were received relative to the hypoglycemic symptoms or if the customer took any action based off any of the readings. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on the built-in meter and provided the following examples: sensor: ¿hi¿ (a reading greater than 500 mg/dl) vs meter: 450 mg/dl, sensor: 383 mg/dl vs meter: 176 mg/dl, sensor: 330 mg/dl vs meter: 150 mg/dl and sensor: 300 mg/dl vs meter: 124 mg/dl. Customer further reported that on (B)(6) 2018, after receiving high readings, he began to experience unspecified symptoms of ¿hypoglycemia¿ so his family member treated him with glucosprint orally. No additional treatment was required. It is unknown when the reported readings were received relative to the hypoglycemic symptoms or if the customer took any action based off any of the readings. There was no report of death or permanent injury associated with this event.